Manufacturer narrative:
On (B)(6) 2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced coronary artery stenosis, ventricular fibrillation that required defibrillation and stent placement. The patient developed st depression one of the precordial leads (v1) during the procedure, this was noted during ablation of a lateral mitral line. When reviewing the body surface (bs) ECG to see when the st change began, the patient's rhythm changed to vf (ventricular fibrillation). The patient was defibrillated. Another physician was then called to perform coronary angiography (circumflex artery was 95% occluded) and placed a stent. The patient was reported to be stable.